Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalize due to high blood glucose level on unknown date. Customer¿s blood glucose level was 517 mg/dl. Customer was treated with manual injection. Customer reported that they felt nausea and breathing difficulty. Customer had not been using insulin pump within the 48 hours of reported high blood glucose level. It was unknown if customer was using auto mode at the time of event. The insulin pump will not be returned for analysis.